Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. Isi performed a review of site history and procedure logs and confirmed the occurrence of a da vinci-assisted hernia surgical procedure on the reported event date of 06-jun-2024 using a mega suture cut needle driver instrument that matches the instrument information in the report obtained.

Event description:
On 03-jul-2024 intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "during a da vinci-assisted lumbar hernia surgical procedure, the instrument arm broke the cable inside the instrument." Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.